Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the adhesive of the videoscope's bending section cover was chipped and the joint section between bending tube and distal end was not secured. There was no patient involvement.